Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('ultrasound showed coil was broken') in an adult female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed in 2012. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: as per pif: ultrasound showed coil was broken; device removed and a new one put in. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2020: quality safety evaluation for ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('ultrasound showed coil was broken') in an adult female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed in 2012. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: as per pif: ultrasound showed coil was broken; device removed and a new one put in. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-oct-2020: imdrf coded updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('ultrasound showed coil was broken') in an adult female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: as per pif: ultrasound showed coil was broken; device removed and a new one put in. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.